Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the child underwent a laparoscopic esophageal hiatal hernia procedure in childhood about 5 or 6 years ago and mesh was implanted. The doctor opined that the procedure could have a risk for a child but also it was useful for a seriously disabled person. Following the procedure, the mesh infiltrated esophagus and bleeding occurred slightly in the patient. The doctor opines that the mesh has been invading as years went by and he is taking a wait-and-see approach for the patient with conservative treatment. The doctor also opined that the patient is confined to bed and there is no change in the appearance, but there may be something to be contributed to this event. At present, blood clots come out from the patient's mouth but the patient is stable except for it.